Manufacturer narrative:
D9: date returned to mfg.: 9/4/2024. H3 and h6. Evaluation codes: updated. One device was received without its original package, in used condition. The complaint for the failure mode ¿there was no data display¿ could not be confirmed/duplicated. Through the device analysis the electrical test was found acceptable for sensitivity and zeroing test showed signal on the monitor. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device there was no data display. There was patient involvement, and no patient harm/adverse event reported.